Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received intermittent cartridge alarms (cartridge alarm 19) during the load process. Reportedly, the customer was able to successfully load a second cartridge onto the pump and resume insulin therapy. There was no impact to the customers' blood glucose level. Reportedly the customer will continue to use the pump until the replacement pump is received.